Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately high. The readings were 359 mg/dl, and 336 mg/dl taken within 10 minutes. (Meets lifescan criteria for precision). The readings were compared to a one touch in duo meter. Result was 195mg/dl. (Invalid comparision). No medical attention was received. No action taken by the patient following use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not within range. C160 and c 153 (97-32). Based on the information obtained from the patient there is indication the product malfunctioned, however no indication the event meets the criteria for a medical device reportable. Meter and test strips replaced with return expected.